Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Following our receipt of the one returned used sensor and performed visual inspection and found liner tape attached to sensor base instead of the pedestal as noted in the comments by the customer. In summary, the customer complaint of the liner anomaly was confirmed. The liner remained with the sensor base and shows some misalignment due to the failure to peel off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the liner stays on sensor base. The customer reported no adverse event. The event involved product(s) mmt-7040c4. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-7040c4 was requested and the device was returned for analysis.